Manufacturer narrative:
It was initially reported that the hand release was broken on the side rail. Follow-up submitted as further investigation determined this is not likely to harm the patient as the broken hand release did not affect functionality of the bed, was still able to lock in the upright position, and no sharp edges were reported. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported via repair work order that the hand release was broken on the side rail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the hand release was broken on the side rail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.